Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (380-600 mg/dl). The pump supplies were changed. A bolus via the pump was delivered; however, the bg did not decrease. An insulin injection was administered and the bg level lowered. As the contact did not have the pump at the time of the report, troubleshooting was unable to be performed. On (B)(6) 2017, the contact reported that the pump supplies were changed again and the bg level was "fine".